Manufacturer narrative:
H10: philips was unable to confirm the final disposition of the device because the customer refused service and repair. No further work was performed by philips to resolve the issue. Multiple good faith efforts (gfe) were attempted on 05/15/2023, 05/22/2023, and 05/30/2023 to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6) . Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the screen did not light up anymore. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided with a proposal for replacement parts. Part provision is pending the customers' acceptance or rejection of the proposal.